Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a low shock impedance of less than 20 ohms on this right ventricular (rv) lead. The patient was further evaluated in the clinic and it was reported that all other measurements were in the mid 40 ohms range. In addition, noise was also present on this lead but not marked by the device and this patient also had numerous pacemaker mediated tachycardia events. The lead was tested in each vector with 44 ohms in triad 44, 60 ohms in distal to proximal coil, and 82 ohms in distal coil to can. The noise was not reproducible with isometrics and no changes to ohms in triad with isometrics. When the representative had the patient cough noise on the rate/sense that looked similar was noted and again no marked by the device. Technical services discussed possible causes and troubleshooting. This was to be discussed further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
Further resolution has been requested from the field representative and that information is pending. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative later reported that the clinic will not deliver a max energy shock to test the system and the physician has chosen to monitor the patient at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.